Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Upon a troubleshooting with adc customer service, the caller was able to successfully perform a test.

Manufacturer narrative:
An investigation was performed on returned meter (B)(4) with controlled test strips lot number 43270. The complaint did not confirm and no new issues were observed. The device performed according to meter specifications. No errors were observed during control solution testing. This is a final report.

Event description:
A paramedic called on behalf of the patient with altered mental status and reported that patient experienced a hypoglycemic episode due to getting an err-7 message on precision xtra meter while inserting glucose test strips. The customer reportedly was treated with "IV glucose/dextrose" on the scene and further transported to a health care facility. The caller was unable to provide any information with regards to the diagnosis and treatment provided at the hospital. There was no report of death or permanent impairment associated with this medical event.